Event description:
Additional information received and it states that there was no patient contact.

Manufacturer narrative:
Additional information was provided in a.1., a.2., 3.a., b.3., b.5., e.1.h.3., and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, trailing haptic did not tuck in the cartridge. Additional information has been requested, yet no new information received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).